Manufacturer narrative:
The device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-00070 for product code 10439236 (soundstar eco 8fg ultrasound catheter) (2) this MFR report is for product code r7d282ct (decanav electrophysiology catheter).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a soundstar eco 8fg ultrasound catheter and a decanav electrophysiology catheter. The patient suffered cardiac arrest. It was reported that during an afib case, the patient went into cardiac arrest (ventricular fibrillation (vfib)). This occurred at the start of the procedure before going transseptal. They were in the right atrium when the patient¿s blood pressure dropped, and the heart looked like it stopped beating on the intracardiac echocardiography (ice). They treated the drop in blood pressure with medication (norepinephrine). They decided to cancel the procedure when the blood pressure continued to drop. They began waking the patient while holding pressure and removing the catheters when the patient went into vfib. The only catheters in the body at the time were a decanav and a soundstar catheters. The medical intervention provided were cardioversion and compressions. The patient was reported to be in stable condition. Before they began the procedure, they checked for pericardial effusion and no perforation was found, no cause was determined by the physician. The catheters are not available to return. The physician¿s opinion on the cause of this adverse event is that it is patient condition related. The patient fully recovered. The patient was sent to cath lab to free up blockages and had to stay overnight (one night) for observation after cath lab. This is not considered an extended hospitalization. Both the soundstar eco 8fg ultrasound catheter and the decanav electrophysiology catheter are being reported, as a conservative approach, as neither can be disassociated from the event.